Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the vessel sealer extend stopped cutting tissue mid-procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the vessel sealer extend was inspected prior to use and there was no damage found. The specific issue that the surgeon encounter with the vessel sealer extend is that it would not seal or cut and during the beginning of the procedure the instrument did work. There was an audible signal when the pedal was pressed. The seal cycle completion tones were also heard at the end of the seal cycle attempt. The target tissue was the uterine artery and the targeted tissue was under tension during the sealing/cutting process. There was no patient injury or harm, no unexpected bleeding, and the procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Fa found the primary failure of failed cut test to be related to the customer reported complaint. A review of logs showed multiple cut test failures but was not replicated in-house. The instrument was placed and driven on an in-house system and energy was delivered without any issues and the vse passed the cut test on all three attempts. Upon visual inspection, there was no blade exposed outside of the blade garage and all the jaw ceramic dots were present. Fa noted the knife slot measured at 0.027". Fa concluded the root cause was not determinable at the time. Also, fa found the secondary failure of bent knife cable to be related to the customer reported complaint. The blade was manually driven out for inspection and the instrument was found to have a bent knife cable. The root cause of this issue is typically attributed to mishandling/misuse. Furthermore, fa noted additional observation(s) not reported by site: the instrument was found to have initialization failures based on log review and during in-house testing. A review of instrument logs showed three homing failures during initialization. The vse was placed on an in-house system and failed to initialize during self-test on the first install but passed on the 2nd and 3rd installations. The vse moved intuitively with full range of motion in all directions and the grips opened/closed properly. Fa was unable to determine root cause of the issue. No image or procedure video was provided for review. A review of the device logs for the vessel sealer extend (part# 480422-01/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the vessel sealer extend was last used on (B)(6) 2022 via system serial# (B)(4). There were 0 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. This complaint is classified as a reportable event due to the following conclusion: the vessel sealer extend instrument reportedly did not seal, although the audible tones were heard during the seal cycle and upon the completion of the seal cycle, indicating that a seal was complete. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.